Event description:
It was reported that the device continuously reboots by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection of its control board, and observed that flexing the board near integrated circuit (ic) designator u508 changed the capacitance measurement on pins 1 and 8. Ventec further observed that the ic was slightly lifted off of the board, indicating that the solder connections on the ic were inadequate. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the an ic, designator u508 of the control board.